Event description:
It was reported by the patient that the previously working remote monitor was no longer responding to the start button, although it was receiving power. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. The monitor was replaced. No patient complications have been reported as a result of this event. It was further reported that the monitor had been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found scratches on the bottom case housing. Analysis was unable to confirm the reported event, the monitor passed all functional testing.

Event description:
It was reported by the patient that the previously working remote monitor was no longer responding to the start button, although it was receiving power. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. The monitor was replaced. No patient complications have been reported as a result of this event